Event description:
It was reported on (B)(6) 2021 that an ar-6480 dualwave arthroscopy fluid management system was not working properly as it will continuously turn on and off during the case. The facility has troubleshooted it with other outlets and different pump tubing. No patient harm.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is not confirmed. The unit passed all testing, and no issues were identified.